Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to hybrid anomaly. The device was tested on the bench and high current was noted. The cause of the bvvi and high current was due to a hybrid anomaly.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. Several attempts to recover the device were unsuccessful. The device was explanted and replaced on (B)(6) 2019. The patient was in a stable condition.